Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 10 months post implant of this pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The physician reported the valve was stenotic and heavily calcified. During the replacement procedure, temporary rhythm disturbances resulted from no cardiac output when the balloon was up and a stent was placed in the conduit to help prevent rupture. No additional treatment or adverse patient effects were reported.